Event description:
Implant surgeon at the hospital, reported that "he performed a revision surgery 4 years after the previous surgery, because the patient had groin pain." He replaced the modular stem by a non-cemented abgii and non-modular stem, and changed the cup by a new non-cemented abgii cup."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.